Event description:
Initial info received by a nurse from a sanofi aventis sales representative on (B)(6)-2009: a (B)(6) male pt received treatment with hyaluronate sodium (hyalgan) in (B)(6) 2009. He contacted the nurse on (B)(6)-2009 with complaints of shortness of breath upon walking 150 feet. The nurse told the pt that this was not a reported side effect of hyaluronate sodium. The pt denied sweating, anxiety, chest pain, cough, or any associated symptoms. He had no allergy to eggs or avian products. The nurse instructed the pt to contact the office if his symptoms got worse or go to the emergency room. Pt contacted the office again on (B)(6)-2009 and the collaborating physician recommended the pt go to the emergency room. The pt was admitted on that same day ((B)(6)-2009). A computed tomography (CT) scan showed bilateral pulmonary emboli. The pt was placed on heparin and warfarin orally. The pt recovered from the events and was discharged from the hospital on (B)(6)-2009. Lab tests for lupus was weak positive, protein s was normal, protein c high factor v leiden ii was negative. An ultrasound of the venous system of his legs was negative. The pt had a medical history of sleep apnea and was on continuous positive airway pressure (crap), morbid obesity, hypertension, erectile dysfunction, and severe arthritis of the knees. He had no prior history of thrombolic disease. No further relevant info reported. Additional info received from the nurse practitioner in the form of medical records and an updated medwatch (fidia report# 2410673-2009-00001) on (B)(6)-2009: the pt received hyaluronate sodium 20 mg/2 ml via intraarticular injection in his knee for degenerative joint disease on (B)(6)-2009. The previously reported events had occurred at the pt's home. The device was not available for eval, lot and expiration date were unk. Relevant tests included: (results from (B)(6)-2009): troponin-I 0.01 ng/ml [reference range 0.00-0.03 ng/ml], prothrombin time result: 10.6 sec [reference range 9.1-12.4 sec], international normalized ration (inr) 1.1 [reference range 0.8-1.3], partial thromboplastin time (ptt) result 27.5 sec [reference range 22.2-34.7 sec], antithrombin iii 113 [reference range 75-125], factor 5 (leiden) mutation: negative, lupus anticoagulant (lac) normalized lac ratio 1.23 (high) [lac interpretation: la present (weak)], protein c activity 152 (high) [reference range 70-140], protein s activity: 106 [reference range 65-140], factor ii mutation: negative. CT chest impression: multiple pulmonary emboli in the arteries supplying the upper and lower lobes. A few herplastic mediastinal lymph nodes were seen, no hillar masses identified, filling defects detected in the pulmonary arteries supplying the right upper lobe, the anterior segment of the left upper lobe and in the descending pulmonary arteries, multiple filling defects were seen in the lower lobe pulmonary arteries as well. Filling defect was seen in the right main pulmonary artery. The heart was normal in size as was the thoracic aorta. There were no infiltrates, pneumothoraces, or pleural effusions detected. A small area of consolidation was noted in the periphery of the left lung base. On (B)(6)-2009, a doppler ultrasound of bilateral lower extremities showed no evidence of deep vein thrombosis (dvt). No further relevant info reported. Corrective treatment: heparin and warfarin orally.

Event description:
Additional information for hyaluronate sodium from product technical complaint report case ID (B)(4) dated (B)(6) 2009, received by (B)(4) on (B)(6) 2009: no batch number was reported, and no complaint sample was received. Conclusion: no investigation / no assessment possible. Case closed. Additional information for hyaluronate sodium from product technical complaint report case ID (B)(4) dated (B)(6) 2009, received by (B)(4) on (B)(6) 2009: no batch number was reported, and no complaint sample was received. Conclusion: no investigation / no assessment possible. Case re-closed.

Event description:
Additional information received from the nurse in the form of a completed data collection and medical records on april 1, 2009: the patient was using hyaluronate sodium for bilateral djd in his knees and had only one injection in his left knee on (B)(6) 2009 and noted the sudden onset of dyspnea. The dyspnea progressively worsened. He was admitted to the hospital with elevated blood pressure (167/98 initially, on recheck 145/78) and severe dyspnea worsened by exertion on (B)(6) 2009. His oxygen saturation on two liters was 89% so supplemental oxygen was given to assist with hypoxemia. On the day of admission, his hemoglobin (hgb) was 12.7 g/dl [reference range 13.3-16.5 gm/dl], hematocrit (hct) was 38.1% [reference range 39.2-48.0%]. The outcome of the events was ongoing at the time of the report. Additional medical history included nonsmoker, divorced, knee pain, hyperlipidemia, and penicillin allergy. Concomitant medications included aspirin, celecoxib [celebrex] 200 mg daily for knee pain (therapy ongoing), tramadol 50 mg as needed for knee pain since (B)(6) 2009 (therapy ongoing), lisinopril 20 mg daily for hyperlipidemia since june 12, 2008 (therapy ongoing but increased to 40 mg daily), multivitamin one daily as needed to improve health since (B)(6) 2007 (therapy ongoing), and vitamin c one daily as needed to improve health since (B)(6) 2007 (therapy ongoing). The nurse was uncertain if the events were related to therapy with hyaluronate sodium since literature does not list the adverse events and there were no complaints/symptoms prior to injection. She believes morbid obesity and sedentary lifestyle due to knee pain may have played a role in the patient's event. The nurse stated the patient would avoid further injections until the etiology of the event is able to be identified. The outcome of the events was ongoing at the time of the report. No further relevant info reported. Additional information for hyaluronate sodium from product technical complaint report case ID (B)(4) dated april 1, 2009, received by uspv on april 2, 2009: no batch number was reported, and no complaint sample was received. Conclusion: no investigation / no assessment possible. Corrective treatment: heparin and warfarin orally.

Event description:
Additional information for hyaluronate sodium from product technical complaint report case ID (B)(4) dated april 1, 2009, received by uspv on may 6, 2009: no batch number was reported, and no complaint sample was received. Conclusion: no investigation / no assessment possible. Case closed. Corrective treatment: heparin and warfarin orally.